Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment and battery cap were damaged, and that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: investigation did not find any damage to the battery cap. The battery cap was able to tighten securely to the pump. Visual inspection revealed that the battery compartment was cracked. There was no evidence of moisture in the battery compartment. Leak testing revealed a leak at the crack in the battery compartment. The pump casing was removed and there was evidence of moisture on the pcb.